Event description:
It was reported that during a surgery, the device broken during insertion. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One healicoil pk suture anchor device, used for treatment, was returned for evaluation. The complaint stated: ¿the device broken during insertion.¿ there was a relationship between the reported event and the device. Suture was returned still in location; would on the inserter handle cleats. The anchor was returned. It had signs of damage from excess torque applied. The distal threads were burnished and pushed. The symptom is consistent with inadequate tunnel size. The insertion shaft showed no damage. Torque was found to be a factor for the condition. Per instructions for use: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure.¿ and cautions: ¿excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the drill bit size and depth are correct.¿ no root cause associated with the manufacture of this device could be supported nor proven. Product met specifications upon release to distribution. Complaint history review found one similar report for this lot.

Event description:
It was reported that, during an unspecified surgery, the device broken while being inserted. A back-up device was available to complete the procedure with no significant delay and no patient injuries.